Event description:
It was reported that during an implant attempt, a competitor's guidewire could not be removed from the lv (left ventricular) lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Visual analysis revealed that no guidewire was returned. A zinger support guidewire .014" was used.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.